Event description:
The customer reported that the ventilator was alarming on power up due to a slow blower fault. The unit was not in use on a patient, therefore there was no patient harm or involvement. The ventilator was returned to the factory for evaluation. Testing of the blower assembly confirmed the blower was not functioning to specification. Review of the ventilator event log confirmed the fault reported by the customer. Additionally, a vent inop error was noted in the event log due to an air valve stuck occurrence during operation. The vent inop occurrence was not reported by the customer, and there was no patient harm reported.

Manufacturer narrative:
(B)(4).